Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and found that the universal serial bus (usb) interface is damaged. Functional testing was attempted but could not be completed because the receiver would not turn on. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Therefore, the reported event of an overheating receiver could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that the receiver was overheating on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.